Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. The foreign material may have been unremoved because the device was not reprocessed properly due to leak caused by deformation of up/down and right/left angulation control knobs. Leak occurred by deformation of up/down and right/left angulation control knobs. However, the reported event is likely due to insufficient reprocessing. A definitive root cause cannot be determined. The suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in cf-q150l/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the nozzle, bending section cover, adhesive around light guide lens, adhesive around objective lens and plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.